Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and morphine at an unknown concentrations and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back syndrome - other. It was reported with the second pump, the medications would go "up and down" and they cut back on oral medications. The patient did not get any relief from the adjustments so the patient asked to have the pump removed. The patient's sides started hurting bad after the pump was removed and the patient had a knot in the pump pocket area where the pump had been. The knot got bigger in the pouch and the current oral medications were not helping the pump pouch pain. The hcp did an ultrasound and then scheduled the patient for surgery again after the pump had been removed. The patient had a hematoma (blood clot) because of the calcium buildup from the pumps and medication in the area and had nothing but clear liquids in there according to the hcp. The patient noted the healthcare provider (hcp) said there was nothing but clear liquid in the pouch area and "had to be leaking." The patient noted "from the medicine all the calcium built up was like a shell in the pump pocket." This caused a blood clot to form after they took the pump out. The patient noted they "tried to get it all out." The patient's blood platelets were low and the hcp didn't want to keep the patient under anesthesia that long. The patient had the calcium deposits, hematoma (blood clot), and clear liquid removed. No further information was provided. Outcome information was not available at the time of this report. If additional information is received, a follow-up report will be sent.